Manufacturer narrative:
Testing of actual/suspected device(10/3233) a getinge field service engineer (fse) evaluated the iabp unit and found evidence of saline intrusion on motor control board. Also, k8 on the drive manifold was sticking, not allowing pressure to vent to atmosphere. To fix issue, the fse replaced the motor control board and drive manifold and the unit passed complete pm with full functional, safety, and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country, event site email),g3,g6,g7,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Device not accessible for testing: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. (B)(6)